Event description:
Th customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent , recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an investigation. The c-arm cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.